Manufacturer narrative:
(B)(4). The device was manufactured from march 3, 2014 to march 4, 2014. The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. This occurred after the device was filled with desferrioxamine (3000mg in 60 ml) and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). Evaluation summary: an unused device of the same lot as the actual device was received. Visual inspection was performed and found no signs of physical abnormality that could have caused the reported problem. A leak test was then performed in which the device was filled with colored water and observed for leakage until the following day; no evidence of leakage was identified during this test. The reported condition was unable to be replicated. Should additional relevant information become available, a follow up report will be submitted.